Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2011.

Event description:
It was reported that approximately ten days post implant, there was a sudden increase in right ventricular (rv) lead thresholds. It was further reported there were high left ventricular (lv) lead thresholds which had been present since implant and are stable. Theleads remain in use and will be monitored. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient presented to the emergency room with multiple syncopal episodes due to continued high rv lead thresholds. Electrocardiogram (ECG) noted no r-waves for six seconds at a time. The rv outputs were increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead amplitude was adjusted and the lead remains in use.